Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 06/24/2013 to present date 11/17/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
The customer reported an error code 354.6770 and that the device failed pressure sensor circuit test. No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an error code 354.6770 and that the device failed pressure sensor circuit test. No patient involvement is noted.